Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') and pelvic inflammatory disease ('pelvic inflammatory disease') in a 32-year-old female patient who had essure (batch no. 886672) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, asthma, mood disorder, right lower quadrant pain, left lower quadrant pain, pap smear abnormal, menorrhagia, dysmenorrhea, depression and pneumocystis carinii pneumonia. Previously administered products included for menstruation issues: ortho tri-cyclen from (B)(6) 2011 to (B)(6) 2012. Family history included asthma. Concomitant products included naproxen sodium (anaprox) from (B)(6) 2012 to (B)(6) 2013, prednisone from (B)(6) 2011 to (B)(6) 2015 and salbutamol sulfate (proventil hfa). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("hormonal changes describe: bloating"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal infection ("infection (bladder urinary tract/vaginal) type: vaginal"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), allergy to metals ("nickel allergy,allergic reaction"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain / loss (specify which one): weight gain"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), vaginal discharge ("vag discharge") and urinary tract infection ("uti"). The patient was treated with alprazolam (xanax), salbutamol (albuterol hfa) and surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, allergy to metals, bladder disorder and urinary tract disorder had resolved and the pelvic inflammatory disease, abdominal distension, vaginal infection, depression, anxiety, migraine, headache, nausea, dysmenorrhoea, dyspareunia, weight increased, abdominal pain, cystitis, vaginal discharge and urinary tract infection outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, anxiety, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, nausea, pelvic inflammatory disease, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted: did not undergo essure confirmation test. Has received treatment for events pain, allergic reaction, bladder/urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pelvic pain, depression, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: newly added events- bladder problems, urinary problems, bladder infection, uti, vag. Discharge. Outcome of the previously reported event pain, bleeding, bladder/urinary problems, allergic reaction updated to recovered/resolved. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') and pelvic inflammatory disease ('pelvic inflammatory disease') in a (B)(6)-year-old female patient who had essure (batch no. 886672) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, asthma, mood disorder, right lower quadrant pain, left lower quadrant pain, pap smear abnormal, menorrhagia, dysmenorrhea, depression and pneumocystis carinii pneumonia. Previously administered products included for menstruation issues: ortho tri-cyclen from (B)(6) 2011 to (B)(6) 2012. Family history included asthma. Concomitant products included naproxen sodium (anaprox) from (B)(6) 2012 to (B)(6) 2013, prednisone from (B)(6) 2011 to (B)(6) 2015 and salbutamol sulfate (proventil hfa). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("hormonal changes describe: bloating"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal infection ("infection (bladder urinary tract/vaginal) type: vaginal"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain / loss (specify which one): weight gain"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required). The patient was treated with alprazolam (xanax), salbutamol (albuterol hfa) and surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain was resolving and the pelvic inflammatory disease, abdominal distension, vaginal haemorrhage, menorrhagia, vaginal infection, depression, anxiety, migraine, headache, nausea, allergy to metals, dysmenorrhoea, dyspareunia, weight increased and abdominal pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, anxiety, depression, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, nausea, pelvic inflammatory disease, pelvic pain, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted: did not undergo essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(4) kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pelvic pain, depression, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jun-2019: plaintiff fact sheet and medical records received. Lot number added. Events added from pfs- hormonal changes describe: bloating, abnormal bleeding (vaginal, menorrhagia), infection (bladder urinary tract/vaginal) type: vaginal, psychological or psychiatric problems condition: depression and mental anguish, migraines / headaches, nausea, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), weight gain / loss (specify which one): weight gain, abdominal pain, pelvic inflammatory disease, did not undergo confirmation test. Outcome of event pelvic pain were updated. Reporter information, aka name, historical drug, medical history, treatment drug, concomitant drug, family history were added. Incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') and pelvic inflammatory disease ('pelvic inflammatory disease') in a 32-year-old female patient who had essure (batch no. 886672) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, asthma, mood disorder, right lower quadrant pain, left lower quadrant pain, pap smear abnormal, menorrhagia, dysmenorrhea, depression and pneumocystis carinii pneumonia. Previously administered products included for menstruation issues: ortho tri-cyclen from 14-nov-2011 to 10-jan-2012. Family history included asthma. Concomitant products included naproxen sodium (anaprox) from 14-nov-2012 to 25-jun-2013, prednisone from 9-jun-2011 to 22-jan-2015 and salbutamol sulfate (proventil hfa). On (B)(6) 2012, the patient had essure inserted. In october 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("hormonal changes describe: bloating"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal infection ("infection (bladder urinary tract/vaginal) type: vaginal"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain / loss (specify which one): weight gain"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required). The patient was treated with alprazolam (xanax), salbutamol (albuterol hfa) and surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain was resolving and the pelvic inflammatory disease, abdominal distension, vaginal haemorrhage, menorrhagia, vaginal infection, depression, anxiety, migraine, headache, nausea, allergy to metals, dysmenorrhoea, dyspareunia, weight increased and abdominal pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, anxiety, depression, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, nausea, pelvic inflammatory disease, pelvic pain, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted: did not undergo essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pelvic pain, depression, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jun-2019: quality-safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.